Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked event on (B)(6) 2025. The patient reported infusion kinked while removing clothes. The infusion set was in use for one day. No further information available.